Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer reported the tenaculum forceps failed while in the patient. There was no injury or incident was reported. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the tenaculum forceps instrument didn¿t have any broken/loose cables visible at the instrument wrist when introducing the instrument into the patient. The damage was identified during the procedure on (B)(6) 2024. There was no report of fragments falling into the patient's body. The instrument wires could have poked the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.